Event description:
The consumer reported that the patient had replacement surgery because the implantable neurostimulator (ins) had migrated to his spine in 2015. There were no reported patient symptoms. The patient's indications for use included post traumatic neuralgia and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.